Event description:
The reporter stated that the pt's eye was glued shut when one drop of 3m nexcare liquid bandage drops ran into the eye after it was applied to a gash above the eye. The pt was seen by a dr that diagnosed a tear in the cornea. The pt was referred to an ophthalmologist, who prescribed an antibiotic cream for the eye. Upon follow-up, the eye was healed, with no residual issues.